Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent mesh removal and replacement on (B)(6) 2011 due to the mesh retracting upwards in the vaginal area. It was reported the patient experienced overactive bladder and underwent cystoscopy on (B)(6) /2012, the vaginoscopy showed 2-3 cm of mesh from midline laterally, there was no excision of mesh at this time. The patient underwent removal of exposed urethral sling plus excision of midureteral sling on (B)(6) 2012. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia and vaginal scarring. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-25132. The same patient is represented in each medwatch.